Event description:
Healthcare professional reported rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed as unidentified (tear) opening and one opening on the anterior side assessed as fold flaw opening. (Shell thickness was within specification). Additional observations: yellow particles observed on the device. Crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture. Device has been explanted. This relates to the left side.